Manufacturer narrative:
No samples were received for evaluation. We have no further complaints on the material/batch. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. A review of production documentation revealed no deviations related to the reported batch. No irregularities were detected during the technical check of the machine nor in the functional test of the inline test systems. Samples of the current production have been checked regarding optical deviations and correct assembling of the safety shield. All samples passed the test criteria. According to their investigation and comments, the complaint is not confirmed. Corrected data: h6: type of investigation; investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were requested from the customer and will be sent for evaluation to the supplier, where we purchase the product from. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer advised of a needlestick. One of the lab techs drew a patient and pushed the shield over the needle using her left forefinger and the shield seemed to have slid to right side causing her forefinger to slide over the top of the 1 inch needle. This tech has at least 25 yrs of phlebotomy experience. Customer has made observation stating that while using the 1-inch needle with the quickshield holder, the safety shield appears flimsy and moves when activating the safety.